Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 on home choice (hc) device during use during drain 4 of 6. The home patient(hp) stated that this happened later in therapy not at the beginning. The hp did not have any pets and does not keep supplies outside. The hp had patient line extensions replaced and now she had holes in the patient line. The hp will notify the registered nurse(rn) about the alarm. The baxter technical representative (tsr) had the hp close all clamps and cycle power off and on to get se 2367, cycled power again and the alarms cleared. The hp had manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample and the lot number were unavailable, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample availability is unknown. The sample lot number is unknown, therefore a batch review will not be performed. A follow-up MDR will be submitted if additional information is obtained.